Event description:
The customer contact reported the device battery was swollen. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. Prior to testing the customer reported the device battery was swollen and had been discarded. The reported swollen battery could not be confirmed during testing since it had been discarded; therefore, the cause of the swollen battery could not be determined. The power supply pwa was replaced as a preventive measure. This report represents all the information known by the reporter upon query by hospira personnel.